Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly and battery tube assembly.

Event description:
Information received by medtronic indicated that the battery did not last for more than 4 to 5 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.